Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: d2- common name, d2b- product code. G5: pre-amendment. Additional information: d- product identifier, d1- device name, d4- product lot# (MDR), d4- product lot#, d4- rpn, d4- UDI. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation a review of documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for lot 9132531 revealed a related nonconformance; however, this nonconformance is inspected 100% per qc. It should be noted that there were no other complaints reported for this lot number. There is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use: -¿the tfe coated torq-flex wire guide is intended for placement of turbo-flo® over-the-wire peripherally inserted central venous catheter.¿ precautions: -¿the product is intended for use by physicians trained and experienced in venous access techniques. Standard techniques for placement of peripherally inserted central venous catheters should be employed.¿ instructions for use: -¿turbo-flo over-the-wire peripherally inserted central venous catheter placement using the micropuncture® peel-away® introducer technique with the graduated tfe coated torq-flex wire guide.¿ how supplied: -¿upon removal from package, inspect the product to ensure no damage has occurred.¿ labeling attached to the product states that withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage. Based on the information provided, no returned product and the results of our investigation, a definitive conclusion for why the wire guide broke could not be determined. It is not known if the wire guide was manipulated through the needle or if the patient¿s anatomy was tortuous. If the wire guide contacts the sharp bevel of the needle during repositioning or upon removal it can cause separation of the wire guide. The investigation conclusion could be traced to a component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: exact rpn of device is unknown. Device was a double lumen 5 french minocycline/rifampin impregnated PICC line. Possible rpns include: c-udlm-501j-ped-abrm-hc, c-udlm-501j-abrm-hc, c-udlm-501j-rsc-abrm-hc, c-udlm-501j-lsc-abrm-hc. Occupation: PICC team. Reported to regulatory agency: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a wire "fell apart" inside of a double lumen 5 french minocycline/rifampin impregnated PICC line. The procedure was being performed under fluoroscopy. When the line was being placed, the customer "removed the wire provided with PICC and dropped the torq flex". There was resistance felt when removing the wire, and then the wire fell apart inside the PICC line. The remaining wire was pulled out of the PICC line and the radiology/PICC team stopped performing diagnostics on the patient. No other adverse effects have been reported for this incident. The product is not available for return, as it was discarded by the facility.